Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula in the deployed position. The formed needle was exposed and visible through the exposed portion of the soft cannula, and the slide retract was not fully in the retracted position. Upon opening the device, the needle and slide retract went to their appropriate positions. The exposed formed needle was found to cause the pain and bleeding, but the cause of the exposed needle could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was wearing a pod for less than an hour they experienced symptoms of pain and bleeding.